Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having low flow alarms and they were unable to fill. Per wo notes, during the functional verification, the inlet pressure was -1.0 psi even with a circulation pump command (cpc) was of 100 percentage and flow rate was 0 lpm. They discussed this was indicative of a failed circulation pump. They discussed the 2000 hour service and discussed that this device was near end of support.